Event description:
It was reported that during a laparoscopic supracervical hysterectomy procedure, while transection the cervix the tip was broken off and fell into the pt. The surgeon retrieved the piece using a laparoscopic instrument. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time. User facility medwatch attached.